Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer experienced a ¿high¿ blood glucose (bg) value (specific bg value was not provided). Customer administered a manual injection of insulin to address the elevated bg. The customer ended the call to go to the hospital. Multiple attempts were made to follow up with the customer regarding the reported event; however, no response from the customer was received.